Event description:
A malfunction alarm was reported on the pump, which occurred during a software update. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support assisted the caller in resetting the pump, but the malfunction persisted, leading to a decision to replace the pump. The customer will use manual injections as backup therapy to ensure continuous insulin delivery. Tandem technical support provided instructions for returning the malfunctioning pump, confirmed the shipping address, and sent a replacement pump with updated software. The customer acknowledged and understood all instructions given by technical support.